Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the eighth inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.